Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy while patient was in the ICU (intensive care unit) a fiber optic sensor failure occurred. The iab was inserted into the right femoral artery. The fiber optic cable was removed and reinserted with the same result. The radial line arterial waveform was available but the customer could not locate a transducer cable to fit the console. The customer was to make a decision on replacement of the iab. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. Two kinks were found on the catheter tubing approximately 67.1cm and 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location of 76.2cm. A second break in the optical fiber was found within the catheter tubing approximately 44.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy while patient was in the ICU (intensive care unit) a fiber optic sensor failure occurred. The iab was inserted into the right femoral artery. The fiber optic cable was removed and reinserted with the same result. The radial line arterial waveform was available but the customer could not locate a transducer cable to fit the console. The customer was to make a decision on replacement of the iab. There was no reported injury to the patient.